Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to investigate due to additional failure prevents adequate investigation. The keypad is fully intact, with no peeling or damage observed. The contrast, up and ok keys respond appropriately. The down key has a hyper-scrolling issue. Evaluation revealed that there was no contamination under the buttons. Moisture corrosion was visible on keypad flex connector. The pump booted to the verify screen with dim pink contrast.